Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a left common femoral vein was attempted with a proglide device using the pre-close technique via a 10f sheath prior to an electrophysiology (ep) cryoablation interventional procedure. Reportedly, the marker lumen of the proglide was flushed successfully prior to use; however, when the device was positioned in the vein, there was no blood flow coming from the marker lumen. The device was removed and an attempt was made to flush the marker lumen outside of the patient; however, it was unable to be flushed. The sutures of two new proglide devices were successfully pre-placed. The ep cryoablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.